Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. There was no report of injury or trauma that may have damaged the ncp system; however, treating neurologist did indicate that the pt was "constantly bouncing all over the place."